Manufacturer narrative:
B5: upon further information, the customer clarified the infection was not an infection; however, a user error on how the device was used. No further information was relayed by the customer. H11: based on additional information received, coseal was determined not to be a factor in the reported adverse event.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed a sternum infection wherein coseal was applied. Due diligence was attempted by a baxter representative; however, no further information was available at the time of this report.